Manufacturer narrative:
The electronic logfile was available for investigation. The reported event could be reconstructed in general by means of the information stored therein. It can be derived from the logs that the self test was cancelled after the primus repeatedly failed to build up the auxiliary vacuum pressure which is needed to keep the piston diaphragm in place during ventilator operation. A therapy episode in man/spont was started but again the device detected a too low vacuum pressure. The primus reacted as specified by posting the corresponding check vent asm alarm. The logged data indicated a faulty vacuum pressure sensor. The readings of the patient gas module reasonably suggest that no patient was connected. The affected pcb was replaced on-site, the device was tested afterwards and placed back into operation without further problems reported. The replaced board was tested in the manufacturer's lab and exhibited the same symptoms like reported. A calibration failure of the particular pressure sensor was the root cause which confirms the results of the initial expertise and the appropriateness of the repair measure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2020-00242.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Event description:
It was reported that the device posted a ventilator failure during use. There was no injury reported.